Event description:
Customer reported receiving a reading 170 mg/dl from their freestyle meter. Customer reports not changing their diabetes medication based on this result. Customer reported experiencing symptoms of "dizzy spells", chest pain and face redness. Customer was taken to mercy hospital where she reports being diagnosed with diabetic ketoacidosis. The course of treatment to stabilize blood sugar is unk.

Manufacturer narrative:
Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing. It is to be noted that the customer reports using expired test strips.